Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately two weeks later, a computed tomography chest abdomen pelvis w contrast scan showed that an inferior vena cava filter was present. After three months later, the patient presented with abdominal pain. A computed tomography abdomen pelvis wo contrast showed that in inferior vena cava filter was in place. After five years and one month later, a computed tomography abdomen pelvis wo contrast showed the superior tip of the inferior vena cava filter 9mm below the level of inferior most renal vein. The interstices projected external to the vessel lumen. Therefore, the investigation is confirmed for alleged perforation of the inferior vena cava. However, the investigation is inconclusive for alleged filter tilt. Based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 01/2013).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient and the reason for deployment was not provided. At some time post filter deployment, it was alleged that the filter tilted and struts perforated. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.